Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that the system was not working up to their expectations any longer and was not performing as well as it had in the first four years of having the system. The caller stated the patient had the device for the bowel and bladder. A manufacturer representative had come into the patient's healthcare provider's office and tuned up and tweaked the system a couple of weeks ago. They ran a test which indicated the battery was still functional, and they cranked up the intensity. It worked pretty fair after that until the past four or five days and then went south since then; it wasn't working that week or so. The patient had been wetting their pants because they were not getting prompts out of the device and had been soiling their special pads. The manufacturer representative had told them the battery was doing the job even though it had been five years and should be replaced. Their healthcare provider was setting up the operation to replace the ins next week.